Event description:
The customer reported a critical failure of the heartstart xl. There was no pt involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow-up report will be submitted once the investigation is completed.